Event description:
Permcath arterial port tubing found to have pin head size leak (very minute) but visible. This discovered during hemodialysis treatment by charge nurse. Occurrence at dialysis clinic.